Manufacturer narrative:
Device was received with all buttons responding properly. Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08700 inches. Device was programmed with a test guardian 3 link transmitter and a test plug. Device communicated properly with the transmitter and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Device entered auto mode without calibration or enter blood glucose errors. Device was monitored for a day while in auto mode with no errors. No auto mode anomaly noted during testing. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experiencing high and low blood glucose. The customer's high blood glucose was 400 mg/dl and low blood glucose was 50 mg/dl. Customer has been using insulin pump system within 48 hours of reported low and high blood glucose event. Customer stated that the insulin pump had stuck button alarm. The customer also stated that the customer was not using auto mode feature. The customer treated low blood glucose with food and high blood glucose with insulin pump. The customer reported that the they did not allege insulin pump was under delivering. The customer decline troubleshooting. The insulin pump will return for analysis.